Event description:
Complainant alleged that during training by facility staff, the device prompted a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.